Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
During a philips fse's (field service engineer's) evaluation of this device, it was noted that the ac power adapter had a buzzing sound and intermittently would not charge the battery. There was no pt involvement.